Event description:
The customer stated that their meter was not working properly because it does not turn on most of the time. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.